Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, while advancing a ruby coil through a lantern delivery microcatheter (lantern), the physician experienced resistance and the ruby coil became stuck inside the lantern. The physician then decided to withdraw the ruby coil. However, while attempting to withdraw the ruby coil, the physician applied force and the ruby coil unintentionally detached, with approximately half of the ruby coil in the patient and the other half inside the lantern. Therefore, the physician removed the lantern containing the detached ruby coil. The procedure was completed using another ruby coil and the same lantern. There was no report of an adverse effect to the patient.